Event description:
Inner lumen of the omniwire pressure guide wire that contains the fractional flow reserve transducer disengaged from the outer wire lumen. This disengagement caused a threading effect that caused acute flow disruption that resulted in further intervention to correct.